Event description:
Additional information was received indicating the event was resolved by reprogramming the device.

Event description:
During a remote follow-up, loss of capture and pacemaker medicated tachycardia (pmt) were detected on the device, on a pacer-dependent patient. No intervention has been performed. The patient was stable and will continue to be monitored.